Event description:
Additional information: it was later reported that three weeks post-implant the stitches came loose and they had to redo it. Drugs in the pump at the time of this event were not reported.

Event description:
It was reported that there was a dehiscence of the pain pocket pump which was possibly related to the implant procedure. The incision site was closed on (B)(6) and resolved without sequelae. It was unclear what drug was used in the device system, but the reporter stated it was either compounded baclofen or morphine sulfate.

Manufacturer narrative:
Product ID 8731, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type catheter. (B)(4).